Event description:
It was reported that, "tibial tray was found to be loose. Surgeon used a revision tibial tray with x3 flex ps tibial insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the pt and was not returned to the MFR. The x-rays and medical records were requested, but not made available. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.